Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2012, the patient experienced an increased levels of vanadium (0.3910 g/l). This adverse event has not been treated at this time. No medical intervention has been required. Patient's current health status is ongoing.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the provided chronic renal failure was reviewed; however, it does not provide insight into a clinical root cause of the reported increased vanadium level. Therefore, as of the date of this medical investigation, there were no clinical factors found which would have contributed to the event. It is noted the patient was not treated. The patient impact beyond the reported events cannot be determined. No further medical assessment is warranted at this time. A review of the manufacturing records could not be performed, since the device history record for this production order was not available. For the dhoxsa 38mm mod head a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the syn por plus ha so stem sz 9 a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the titanium modular head slv 12/14 tpr -4, r3 0 hole acet shell 50mm, dhoxsa 50mm liner, ref threaded hole cover a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems reveals in the warnings and precautions section that oxinium¿ oxidized zirconium femoral heads and cobalt chrome femoral heads are designed to articulate with uhmwpe bearing surfaces. Oxinium oxidized zirconium femoral heads and cobalt chrome femoral heads should never articulate against metal because severe wear of the bearing surfaces may occur. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.